Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7019642, model/catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
A report was received that the patient had developed an infection at the ipg and lead site. Symptom of tenderness was noted. The physician confirmed that the infection was not device related, however, the cause was unknown. The patient was prescribed antibiotics and was reportedly doing well.